Event description:
Additional information was received that the coil unraveled in the patient and had to be removed through the microcatheter system to remove as a whole to get the entire coil out. No patient harm was caused that was known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #287134476: equipment used: video inspection system (m-85519), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the axium prime coil was returned for evaluation within the inner pouch; inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the implant coil was still attached to the pushwire. The implant coil appeared to be damaged and severely stretched with the polypropylene filament broken. No bend was found on the pushwire. The break indicator, ai and coupler tubing were found intact. Testing/analysis: n/a. Conclusion: based on the analysis findings, the customer complaint was not confirmed as the coil was still intact and attached to the pushwire. However, the implant coil was damaged and severely stretched with the polypropylene filament broken. However, the cause could not be determined. Possible causes include vessel tortuosity, resistance during delivery, difficulty navigation, and re-positioning. Per our instructions for use (IFU): ¿handle the axium detachable coil with care to avoid damage before or during treatment. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a coil separation/break and premature detachment occurrence. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the coil unraveled in patient and had to remove the entire microcatheter system to remove the coil. It was noted that coil separation/break and premature detachment occurred during the procedure. It is unknown whether the pushwire was bent or broken. It is unknown whether there was friction or difficulty during delivery. It is unknown whether the physician reposition the coil. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. The continuous flush was administered during the procedure. The coil and any accessory devices were prepared as indicated in the instructions for use (IFU). The coil was removed from the patient through the microcatheter. No surgical or medicinal intervention was required. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a microcatheter.